Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was experiencing recharge burden. The ipg provided less than 24 hours of therapy. As a result, the patient underwent surgical intervention where the ipg was replaced and effective therapy was restored.